Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone at 0.5025 mg/day and bupivacaine at 1.7323 mg/day via an implanted pump. The indication for pump use was spinal pain. The patient reported that she had high blood pressure one day and went to the ER (emergency room) and that she had a cat scan with contrast 1.5 months ago and they noted something that could be an infection. She stated that now they wanted to do an MRI to rule out the possible infection. She also reported she was in pain and was ¿not having satisfaction with this process¿. Per the patient, at her last refill on (B)(6) 2021, they had difficulty refilling the pump and had to use an x-ray. She also stated that she was experiencing a loss of appetite, had lost weight, and the pump was sticking out in her stomach. When asked what was in her pump currently, the patient stated that she was not too sure because there was a bridge bolus on her printout from the last refill.